Event description:
During an atrial fibrillation procedure using a smarttouch unidirectional catheter, an error appeared on the carto 3 system stated that the contact sensor was disconnected and no contact force reading was visible. The cables were exchanged without resolution. The issue resolved when the catheter was exchanged. The procedure was completed successfully with no patient consequence. On (B)(6) 2014, upon receipt of the catheter, the bwi failure analysis lab observed an opaque material found inside the pebax sleeve. The lab also found a crack near the proximal end of the pebax. Follow-up regarding the condition of the catheter returned was conducted and it was confirmed that no physical damage was observed the day of the complaint. It was also confirmed that there was no complaint of difficulty inserting or removing the catheter. An 8.5 french st jude sl1 sheath was used. This event is being reported due to the crack found near the proximal end of the pebax sleeve. The awareness date has been reset to the date of the discovery of the damage, (B)(6) 2014.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). The device history record (DHR) for lot 17043783m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure using a smarttouch unidirectional catheter, an error appeared on the carto 3 system stated that the contact sensor was disconnected and no contact force reading was visible. The cables were exchanged without resolution. The issue resolved when the catheter was exchanged. The procedure was completed successfully with no patient consequence. The returned device was visually inspected upon receipt and opaque material was found inside the pebax. Further examination revealed a crack near the proximal end of the pebax. It remains unknown how the pebax was damaged. However, an internal corrective action is further investigating this issue. Then per the reported event, the functionality of the biosensor catheter was tested on carto system. The catheter failed during carto test, error 105 was displayed. The catheter was then dissected and it was determined that the root cause was a short circuit located in the pc board. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint has been verified. An internal corrective action has been opened to address the damaged pebax on smart touch. Also an internal corrective action has been opened to address the potential pcb issues/intermittency.